Event description:
On august 26th, 2021, the user contacted dario to report high blood glucose (bg) readings. The user reported that since purchasing the dario in (B)(6) 2021, she has been receiving bg readings in the 300 mg/dl to 600 mg/dl range with her dario meter. Due to these high readings, the user reported that on august 21st she administered 90 units of insulin over the course of 24 hours. The user reported that following the above she started feeling unwell, nauseated, sweaty, disoriented, and with blurred vision. The emergency medical services were contacted and took the user to the ER where her bg level was tested with the hospital's meter and was found to read 50 mg/dl. The user was treated at the hospital for her low bg level. The user also reported that on august 24th, she went to her doctor, where her bg was tested and she received a reading of 140 mg/dl with the doctor's meter, compared to a reading of 367 mg/dl with her dario meter. The user reported that her doctor advised her to purchase an additional meter as a back-up, which she did, and has been using together with the dario meter since this incident. While on the phone with dario's representative, the user reported that she tested her bg level that same morning and received a reading of 572 mg/dl with her dario meter compared to a reading of 98 mg/dl with her non-dario meter. During this phone call, it was determined that the user stores her cartridges of strips in the bathroom. Dario's user guide states in the section regarding "causes of unexpected results", that the storage of strips in places with high humidity, such as the bathroom can cause unexpected results. It was also determined that the user had been using alcohol before testing her bg levels. Dario's user guide, states in the section regarding "factors that interfere with blood glucose testing", that "alcohol can affect test results". While on the phone with dario's representative, the user was instructed to open a new cartridge of strips and test her bg level. The user tested and received a reading of 237 mg/dl with her dario meter compared to 255 mg/dl with her non-dario meter. The user reported that these readings are within range for her. The user was sent dario's control solution. Dario's representative followed up with the user once she received the control solution, she reported that she was still receiving high bg readings. The user also reported that her doctor has ordered additional tests due to the excess insulin that the user has taken since april. Following the above, a replacement of dario's meter was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. As of this date, the RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available. Addition for the follow-up report: the RMA package was received for investigation on october 6th, 2021. The meter was tested, and was reading within range. Therefore, it was determined that this complaint is not due to a meter issue. There is not enough information regarding the dario strips to investigate. No resolution is available.

Event description:
On august 26th, 2021, the user contacted dario to report high blood glucose (bg) readings. The user reported that since purchasing the dario in (B)(6) 2021, she has been receiving bg readings in the 300 mg/dl to 600 mg/dl range with her dario meter. Due to these high readings, the user reported that on (B)(6) she administered 90 units of insulin over the course of 24 hours. The user reported that following the above she started feeling unwell, nauseated, sweaty, disoriented, and with blurred vision. The emergency medical services were contacted and took the user to the ER where her bg level was tested with the hospital's meter and was found to read 50 mg/dl. The user was treated at the hospital for her low bg level. The user also reported that on (B)(6), she went to her doctor, where her bg was tested and she received a reading of 140 mg/dl with the doctor's meter, compared to a reading of 367 mg/dl with her dario meter. The user reported that her doctor advised her to purchase an additional meter as a back-up, which she did, and has been using together with the dario meter since this incident. While on the phone with dario's representative, the user reported that she tested her bg level that same morning and received a reading of 572 mg/dl with her dario meter compared to a reading of 98 mg/dl with her non-dario meter. During this phone call, it was determined that the user stores her cartridges of strips in the bathroom. Dario's user guide states in the section regarding "causes of unexpected results", that the storage of strips in places with high humidity, such as the bathroom can cause unexpected results. It was also determined that the user had been using alcohol before testing her bg levels. Dario's user guide, states in the section regarding "factors that interfere with blood glucose testing", that "alcohol can affect test results". While on the phone with dario's representative, the user was instructed to open a new cartridge of strips and test her bg level. The user tested and received a reading of 237 mg/dl with her dario meter compared to 255 mg/dl with her non-dario meter. The user reported that these readings are within range for her. The user was sent dario's control solution. Dario's representative followed up with the user once she received the control solution, she reported that she was still receiving high bg readings. The user also reported that her doctor has ordered additional tests due to the excess insulin that the user has taken since (B)(6) following the above, a replacement of dario's meter was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. As of this date, the RMA was not received. If the RMA is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.